Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2579 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a patient with a triple lumen PICC and after a couple days, the white end of the one lumen came off." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer hub is confirmed; however, the exact cause is unknown. One 5 fr triple lumen powerpicc provena catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The white luer hub was found to be completely detached with some of the extension leg tubing visible within the distal end of the hub. An indentation was observed in the extension leg of the white lumen about 2 mm distal to the break site. A microscopic observation revealed the break site of the extension leg tubing in the white lumen was at an angle with slightly flared edges. The surfaces of the break were observed to be mostly smooth and flat except for one side of the break which was found to be rough and uneven. Some beach markings were observed on this rough section of the break surface. A small, superficial split was observed in the extension leg tubing just proximal to the indentation observed about 2 mm distal to the break site. Striations were observed on the surface of this superficial split, which suggest contact with a sharpened instrument; however, this could not be confirmed. While the exact cause of the detached luer hub could not be determined, possible causes include sharp instrument damage, material fatigue, and excessive pulling and/or twisting of the luer hub. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "we had a patient with a triple lumen PICC and after a couple days, the white end of the one lumen came off." Add info received: triple lumen PICC placed on patient on 1/27/2022 without difficulty or issue. Request to place new line on 01/29/2022 due to white plastic end piece having come off. This PICC was secured with statlock. No harm to patient occurred. Patient hospitalized for covid.